Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported right side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in the anterior side assessed as unidentified (tear) opening. Shell thickness within specification). Pain: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Red particle observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Patient's representative reported right side rupture. Device has been explanted and replaced with a non-allergan device.